Event description:
The customer reported the system had a stator not on error and would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced. The generator and the filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service.